Event description:
Dr. Reports, "pt lost periodontally involved teeth 30&31 and had autogenous cortical ramal graft placed. After 4 months of healing after bone graft, 2 osseotite implants were successfully placed on 05/06/97. The pt developed an infection 2 weeks later and lost implant #30. "Pt med history. Former tobacco use, quit 6 mos. Ago pt current meds. Iaxin 500mg bid.